Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records for all implanted devices used in this case were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient had acquired an infection following a permanent implant. The report indicated that the patient has a history of (B)(6) and was diagnosed with acute kidney injury. The patient had responded well to hf10 therapy but the device was explanted due to the infection. The patient was hospitalized and was given IV antibiotics.